Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. Corrected information: results code no longer applicable.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump upon receipt indicated that the pump was delivering morphine 20.0 mg/ml at 0.123mg/day baclofen 300.0 ug/ml at 1.84mcg/day and clonidine 66.0 mcg/ml at 0.405 mcg/day.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving an unknown drug via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the managing physician saw a message on the physician programmer. The physician was instructed to read the logs. He noted that a motor stall had occurred on (B)(6) 2016, but he did not see that the pump recovered. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue; the physician was unaware if the patient had undergone an MRI. The physician was going to restart the pump since "stall period may have exceeded catheter length". He was going to remove the medication from the pump tubing and the medication from the catheter via catheter access port (cap). It was stated that the motor stall was unrecoverable. The physician was planning to replace the pump on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.